Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit, removed the front cover, used channel locks to tighten the lock nut and make the connectors tight again. The fse then put the front cover back on and performed all functional and safety checks to meet factory specifications just to be safe. Unit passed all functional and safety test per factory specifications. The iabp pumped on a balloon with no alarms. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during an inspection of the cardiosave intra-aortic balloon pump (iabp) performed by the customer, it was found that the ECG/bp ports were loose. There was no patient involvement, and no adverse event reported.